Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the ccd module defective and objective lens broken. Based on the result, we concluded that it was caused due to the ccd module defective; however, other failures are not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.